Event description:
It was reported that the customer was hospitalized for dka. The events leading and the cause of the event were not determined. The contact was unsure of customer's last set change. It was indicated that the programming and histories were accurate. The alarm history showed series of low reservoir alarms. The contact stated that the reservoir looks empty. At that time, the contact was advised to have the customer call back to do further troubleshooting.